Event description:
The customer reported a high blood glucose event of 560 mg/dl. Cause was not known. The customer took corrective action by administering a correction bolus via the pump, and they declined further assistance or a supplies/system check.